Event description:
It was reported that during thyroid procedure the nim monitor was being used with a prass standard monopolar stimulator probe. The nerve was visible to the surgeon, but when stimulated with the probe the monitor failed to alert the surgeon. The surgeon was able to complete surgery without further intervention. The procedure was completed by without monitoring or alert. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H6: img code g02005 belongs to product ID: nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.